Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated MDR #1225714-2013-01538.

Manufacturer narrative:
The correct associated MFR report number for this event are as follows: 1225714-2013-01538 and 1225714-2013-01539. This is one of two device reports for this event. Add'l info has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2009 after the use of the product.